Manufacturer narrative:
Results: thirty representative samples were evaluated for leakage. No defects detected. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5072775. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that blood leaked between the tube and the luer adapters of bd vacutainer® multiple sample luer adapter. No blood exposure to mucous membranes. No injury or medical intervention.